Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the cephalic vein. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body and the patient's status was stable.